Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis (characterized by abdominal pain). Based on the available information, the reported fluid leak and alleged crack in the cassette tubing may have been a causal or contributory factor in the patient¿s peritonitis as this can breach asepsis during the pd treatment. However, this cannot be confirmed due reports that the discovery of the fluid leak/crack in the cassette occurred after the patient was hospitalized. At the time of this investigation, the liberty cassette has not been turned to the manufacturer for further analysis and the product investigation for the liberty select cycler is still pending. Additionally, the patient¿s incidental hypervolemia during hospitalization which required temporary hemodialysis is most likely associated with receiving additional IV fluids/antibiotics and manual pd exchanges not enough to meet fluid removal needs of the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It was also reported that the patient was in the hospital for an infection for a week after the fluid leak occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). The pdrn reported that during an unknown phase of pd treatment with the cycler, the patient experienced a drain complication error. The patient called the on-call nurse and was advised to discontinue pd treatment via the cycler and finish treatment manually. Subsequently, on (B)(6) 2019, the patient went to the emergency room (ER) with complaints of abdominal pain. A pd culture was performed ((B)(6) 2019) which was positive for streptococcus mitis and the patient was admitted to the hospital for peritonitis. The patient continued pd therapy manually via 4 exchanges while hospitalized initially. The patient also received intravenous vancomycin and cefepime (unknown dose). Incidentally, the patient had some swelling from hypervolemia and the patient¿s manual pd exchanges were increased to 6. The nurse stated the patient¿s hypervolemia was not related to any missed pd treatments but rather a combination of manual exchanges and receiving additional IV fluids/antibiotics. Subsequently, the patient was switched to hemodialysis while hospitalized to achieve adequate fluid removal. The patient is currently hospitalized with an anticipated discharge today ((B)(6) 2019). The patient will be resuming pd at home upon discharge and will continue cefepime therapy for 7 days. The nurse indicated the patient¿s wife went home after the patient was initially hospitalized on (B)(6) 2019 and then noticed the fluid leak. The patient did not report experiencing a fluid leak during the treatment on (B)(6) 2019. Per the patient¿s wife, she noticed a crack in the cassette tubing. The pdrn also stated another cassette was opened from the same box and found to have a crack as well. The nurse stated the patient has the box of cassettes available for return to the manufacturer. The nurse confirmed the patient received a replacement cycler. Additionally, the nurse state they could not confirm that the fluid leak caused the patient¿s peritonitis. The pdrn stated they didn¿t know what exactly led to the event. The pdrn stated the patient denied a breach in aseptic technique. The pdrn stated the patient believes the cassette caused the peritonitis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.